Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error 23062, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported error and verify it in the log files. The fse replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to confirmed the reported 23062 error on carriage axis 5. The unit generated 23062 error during normal mode pointing to carriage axis 5 (dof 9). Checked all connections on axes controller carriage power board (accp) for degrees of freedom 9 (dof), found no issue. Swapped accp pc and dof 9 ffc, still triggered 23062 error on dof 9. Swapped a test motor stator on dof 9 and the error did not return. The complaint regarding recoverable error 23062 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Verification of the event details was performed by the fse at the time of service. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4) on (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is considered a reportable event due to the following conclusion: the fse replaced the usm to resolve the reported problem. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23062 occurred pointing to universal surgical manipulator 1 (usm1). The customer restarted the system and the procedure was completed with no reported injury.